Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: opening, wear abrasion, white particle inside device and crease fold . Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify crease smooth opening on posterior . The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.